Event description:
The customer reported that the system displayed a preload voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative instructed the customer over the phone to re-trigger the battery charge circuit breaker. The error did not occur again, and the system operates as intended.